Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced two hospitalizations due to her blood glucose levels. There was irritation at the site. The infusion set ended up splitting. It bent the cannula. Customer's blood glucose level was around 494 mg/dl. The customer was hospitalized on (B)(6) 2016. The customer was released and then readmitted and then released. The customer was wearing the insulin pump at the time of hospitalization. The customer's blood glucose level did not come down even with a manual injection. The device was not returned.